Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a couple of weeks prior to report the patient's physical therapist noticed the implantable neurostimulator (ins) was shifting back and forth. The physical therapist had not been working in the area of the ins. There had been no recent falls or trauma, but the patient had been exercising more and going to physical therapy more as well. There we no changes in therapy. Additional information has been requested, but was not available as of the date of this report.